Event description:
As reported, during a percutaneous microcompression of the left gasserian ganglion guided by fluoroscopy according to the left-sided mullan technique using this fogarty thru-lumen embolectomy catheter, the balloon inflated with contrast did not fully deflate despite several attempts, remaining with approximately 4 mm of diameter. Then, when withdrawing the catheter through a small-lumen, beveled needle, the excessive diameter caused the balloon to tear by roughly 3 mm, leaving a fragment lodged near the left foramen ovale. Although the fragment could not be visualized fluoroscopically, a computed tomography scan confirmed the presence of a small retained remnant of the balloon. The patient currently suffers from refractory neuralgia, although no causal relationship has been established between her symptoms and the embolized fragment. After follow-up assessment in march, the patient continued to report pain localized to the v1 distribution, along with dysesthesia and hypoesthesia affecting the v2-v3 territories. Therefore, a magnetic resonance imaging (MRI) is planned in the future to assess whether the fogarty fragment has clinical implications.

Manufacturer narrative:
Based on further information received, updated section b5. Added: after follow-up assessment in march, the patient continued to report pain localized to the v1 distribution, along with dysesthesia and hypoesthesia affecting the v2-v3 territories. Therefore, a magnetic resonance imaging (MRI) is planned in the future to assess whether the fogarty fragment has clinical implications. Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (impact code). H6 (investigation findings) and h6 (investigations conclusions). As part of the manufacturing process the units go through a balloon winding and full visual inspection process.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was available for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a percutaneous microcompression of the left gasserian ganglion guided by fluoroscopy according to the left-sided mullan technique using this fogarty thru-lumen embolectomy catheter, the balloon inflated with contrast did not fully deflate despite several attempts, remaining with approximately 4 mm of diameter. Then, when withdrawing the catheter through a small-lumen, beveled needle, the excessive diameter caused the balloon to tear by roughly 3 mm, leaving a fragment lodged near the left foramen ovale. Although the fragment could not be visualized fluoroscopically, a computed tomography scan confirmed the presence of a small retained remnant of the balloon. The patient currently suffers from refractory neuralgia, although no causal relationship has been established between her symptoms and the embolized fragment. A follow-up assessment is scheduled for march, which will include magnetic resonance imaging and a clinical evaluation to determine whether surgical intervention will be required to remove the retained material.